Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 system, and identified the failure mode as a faulty photometer. The fse replaced the photometer to resolve the issue. (B)(6). The beckman coulter internal identifier is case: (B)(4).

Event description:
A customer in the (B)(6) reported the generation of erroneously low tbil (total bilirubin) results on their dxc 800 pro system. There was no report of impact to patient treatment in association with this event.